Event description:
It was reported that this patient with a vr pacemaker did not pass initial screening in any sensing vector for a subcutaneous implantable cardioverter defibrillator (s-ICD) due to low r to t ratios. The physician noted that due to the patient being not pacemaker dependent, they would implant the s-ICD. A few weeks post implant, the patient exhibited wide complexes at high rate, which were likely due to conducted atrial fibrillation (af) with left bundle bunch branch block. This led to an inappropriate shock due to double detection. Technical services (ts) was consulted and discussed there were non-paced complexes at lower rates noted. Ts suggested performing an exercise test and discussed programming options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.